Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine at 9.873 mg/day) and dilaudid (hydromorphone) at 3.949 mg/day) via an implantable pump for spinal pain indications for use. It was reported that they had their pump refilled last wednesday and the healthcare provider made a mistake with the programming. The patient stated that the lockout duration was supposed to be 3.5 hours, but it was 4 hours. The patient mentioned that they used to get 6 boluses per day. The agent reviewed information and redirected to healthcare provider to further address the bolus programming concern. ¿therapy details bolus duration 3 minutes lockout: 3 hour 30 minutes dose restriction: 4 hours boluses per day 6.¿ the patient stated that they have a nurse come to the house to fill the pump and to update the pump time.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
H3. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.